Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. A magnet response was found. This product remains in service and no adverse patient effects were reported.